Manufacturer narrative:
The customer declined service; no information regarding resolution is available. The device remains at the customer site.

Event description:
The customer reported that there is no power; the unit cannot boot up. There was no reported patient involvement.